Manufacturer narrative:
The pump was received with a critical pump error alarm and a pump error 35 alarm was found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the critical pump error alarm. Moisture damage was also found on the electronic assembly, motor, and battery tube during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, broken battery tube threads, a fading end cap address label, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 7.7 mmol/l. It was advised that insulin pump would need to be replaced.